Manufacturer narrative:
The consumer reported that the patient had a tooth type of 2, the consumer also reported that it was not a same day spinner. The time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & the implant did achieve osseointegration. Patient came in for a torque test for implant #5 and the implant was mobile, it was removed & replaced with bone graft, previous bone augmentation was done on (B)(6) 2022.

Event description:
The consumer reported that the patient had a tooth type of 2, the consumer also reported that it was not a same day spinner. The time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & the implant did achieve osseointegration. Patient came in for a torque test for implant #5 and the implant was mobile, it was removed & replaced with bone graft, previous bone augmentation was done on (B)(6) 2022.